Manufacturer narrative:
Tech found the bed in storage area. Found: head section brake and steer was not working correctly. Installed new shoulder bolt and nut to resolve the issue.

Event description:
Info provided indicated that the head section brake and steer was not operating properly. No injuries alleged.